Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were high pressure alarms. The device was visually inspected and there was a bubble downstream occlusion sensor. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited frequent downstream occlusion alarms during setup and priming but did not activate during ongoing operation. There was no patient involvement, no injury was reported.